Manufacturer narrative:
It has now been reported that the device was explanted on (B)(6) 2021. It is unknown if there are plans to re-implant the patient with another device. This report is submitted on april 20, 2021.

Event description:
It has now been reported that the device was explanted on (B)(6) 2021. It is unknown if there are plans to re-implant the patient with another device.

Event description:
Per the clinic, a connection could not be established with the device during the patient's initial activation, despite repeated troubleshooting. The implanted device remains. Revision surgery is planned but has not yet occurred as of the date of this report.